Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, it was observed that one haptic of the lens was loosely attached to the optic junction. Lens was not used. Device performance did not cause any serious harm to the patient. There was no discomfort to the patient. Additional information has been requested but is not available at the time of this report.